Event description:
Additional information: no patient involvement.

Manufacturer narrative:
Additional information: no patient involvement. Event date added.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing. No adverse effects were reported.

Manufacturer narrative:
Other text: additional information: h6, h10: device analysis: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed, all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Based on the evidence, the complaint was not confirmed, and no fault was found.